Event description:
Reportedly, the instrument was fired but the tissue was not cut completely. The surgeon experienced difficulty removing the device from the cavity. Another device was used. No pt injury.